Event description:
The customer observed false positive architect b-hcg results on a 65yrs old patient. The results provided were: initial= 2078.02 miu/ml (> or =25.00 miu/ml =positive) /repeated =2.77 miu/ml (< or =5.00 miu/ml =negative) colloidal gold=negative there was no reported impact to patient management. Additional information provided on 27nov2025. The customer used b-hcg assay for tumor marker screening. Per the architect total -hcg package insert, limitations of the procedure section, ¿the architect total -hcg assay is cleared for use in the early detection of pregnancy only. It is not approved for any other uses such as tumor marker screening, tumor marker monitoring, etc. And it should not be performed for any other uses.¿

Manufacturer narrative:
Updated section b5 describe event or problem: additional patient testing provided on 27nov2025. Additional information provided on 27nov2025. The customer used b-hcg assay for tumor marker screening. Per the architect total -hcg package insert, limitations of the procedure section, ¿the architect total -hcg assay is cleared for use in the early detection of pregnancy only. It is not approved for any other uses such as tumor marker screening, tumor marker monitoring, etc. And it should not be performed for any other uses.¿ the ticket has been reassessed and, based on the new information provided, it is no longer considered reportable. Therefore, no further report will be submitted.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on a 65yrs old patient. The results provided were: initial= 2078.02 miu/ml (> or =25.00 miu/ml =positive) /repeated =2.77 miu/ml (< or =5.00 miu/ml =negative) colloidal gold=negative. There was no reported impact to patient management.